Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons not working) was confirmed.  Upon investigation both response buttons were non-functional. The cause for the failure was a damaged trace on the front response button. The root cause for the damaged trace could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.